Event description:
Attorney reported: on (B) (6) 2000, pt underwent repair of a ventral hernia. Pt's hernia was repaired with a bard composix mesh, lot no. 41lidp33, (B) (4). On (B) (6) 2009, pt presented with cellulitis around the ventral hernia repair incision site. A CT of the abdomen revealed an abscess that included part of the mesh, as well as small bowel adhesion and drainage from the small bowel through the mesh. Following extensive lysis of the adhesions, the mesh was removed. Several enterotomies were required and a portion of the small bowel needed to be removed. Pt was discharged on (B) (6) 2009. Because of the defective composix patch and all the medical visits it necessitated, pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.